Event description:
It was reported that 6 days after a coronary drug eluting stenting treatment procedure, the pt returned with a subacute thrombosis. In 2004, the physician had predilated a 90-95% stenosis in the circumflex artery with a maverick 2.5 mm balloon catheter. He then deployed a taxus express2 3.0 x 16 mm drug eluting stent. The stent was postdilated with a quantum maverick balloon catheter. The stent was well positioned and well apposed. A non flow-limiting dissection was noted proximal to the stent. The cause of the dissection is unknown. The physician decided not to treat the dissection at that point. Two days later, the physician treated the dissection with a taxus express2 3.0 x 28 mm drug eluting stent due to occlusion of the vessel due to the dissection proximal to the stent. Four days later, the pt developed chest pain and underwent reintervention and was found to have a subacute thrombosis in the cx. The pt was subsequently sent to surgery for coronary artery bypass grafting. The pt status is listed as good. The pt remained hospitalized during the above noted events. Same case as manufacturer's #: 6000093-2004-00402.